Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded data log did not find any errors related to the customer complaint. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/23/2016 that on (B)(6) 2016, the receiver ceased to function and the patient experienced a hypoglycemic event. Distributor reported that the patient experienced a hypoglycemic event with no alarm or warning. Distributor reported that the patient's receiver performs a system-check and then shuts down. This occurs during daytime and nighttime. Patient does not notice this occurred, and does not receive alarms. Patient's hypoglycemic event occurred during a system-check. No medical intervention was needed. At the time of contact, patient is fine. No additional event or patient information is available. Patient using the device is under two years old. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.